Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190254 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 190254, test base part number 195-430h / lot: 176193. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 190254 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have been related to the specific patient samples. H3 other text : single use, device discarded

Event description:
The customer reported an unknown number of false positive results with the binaxnow covid-19 ag card performed on (B)(6)2022 with the same lot. Repeat testing performed with a different lot number on the same day generated negative results. Although requested, no additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported an unknown number of false positive results with the binaxnow covid-19 ag card performed on 31oct2022 with the same lot. Repeat testing performed with a different lot number on the same day generated negative results. Although requested, no additional information, including patient treatment and outcome was provided.